Manufacturer narrative:
The user-reported issue was not confirmed. The pump was tested by zyno medical on 04/21/2017 and we were unable to duplicate the system error . The testing report is attached. (B)(4).

Event description:
The user reported that the pump had an system error while the infusion was ongoing. No patient injury or harm occurred.